Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost stimulation following 5 months without charging. As a result, the ipg was rendered inoperable. Surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced. Therapy was restored and the issue was resolved.